Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the pump system displayed evidence that the status of the backup battery could not be reliably determined. An alternative device was employed. The procedure concluded without incident. There were no reported adverse consequences to the patient as a result of this event.